Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The reported complaint was confirmed through the review of the device data logs. The evaluation determined that the system fault 74 was due to a software issue. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 74) indicating a software task error. There was no patient injury reported as a result of this incident.